Event description:
It was reported that during testing by a sales rep at the user facility, the device was running without user activation. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician was unable to duplicate the reported run-on, but noted a damaged cable assembly.

Event description:
It was reported that during testing by a sales rep at the user facility, the device was running without user activation. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.